Manufacturer narrative:
(B)(4). The device was not identified or returned to baxter for evaluation. Therefore, an evaluation could not be completed. If the device is identified and returned, an evaluation will be completed and a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had a unspecified alarm during therapy. The pump was infusing busulfan at 160 mls/ hr with a volume of 85 ml. The customer does not know what the alarm was and the infusion was then stopped. It was also reported there was no patient injury or medical intervention.